Event description:
It was reported to philips that the ac led light for the device powered off due to a faulty ac module (api1ad41-000 c 0419 c 002658). It was also noted by the customer that the ac module was making a humming noise. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.